Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported set screw anomaly was not confirmed in the laboratory. The reported field event of high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and a broken can wire was noted. The cause of the field event was due to the broken can wire.

Event description:
It was reported the patient came to the clinic for a follow-up after receiving a notification for upper out of range pacing lead impedance. It was not possible to screw the set screw because it was damaged. The lead impedance issue was because of the setscrew of the device. The device was explanted and replaced. The patient condition did not change before, during, and after the event.